Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received an occlusion alarm while delivering a bolus. The customer's blood glucose level was 109 (mg/dl). As the occlusion alarm had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed.